Event description:
It was reported that the patient with this left ventricular (lv) lead presented to the emergency room (ER) due to being unresponsive and experienced syncope. The patient had runs of ventricular tachycardia (vt) and the health care professionals (hcps) almost had the resuscitate the patient. It was noted that there were several non-sustained ventricular tachycardia (nsvt) episodes stored that did not meet the criteria for therapy. It was noted that the lv thresholds was unable to be measured. Additionally, capture could not be confirmed on the presenting electrogram (egm). The patient was transferred to the specialist that implanted the device. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.